Manufacturer narrative:
Lot number - the lot number of the reported device was unknown; however, the customer provided a potentially associated lot number, ur16l03051. Lot number ur16l03051 was manufactured december 4th, 2016. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed on the blue end cap, and the pull force requirements were within specification. The reported condition was not verified. A batch review for ur16l03051 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to remove the cap from a one-link catheter extension set. This occurred before patient use. There was no patient involvement. No additional information is available.